Event description:
After under going triple cypher stent implantation, the patient experienced chest tightness, shortness of breath, muscle weakness and diarrhea. She stated that the throat swelling is better. Her cardiologist indicated that she did not want to re-cath at this time. The patient was referred to an endocrinologist. Current medications consist of prednisone that she has been taking for the last 12 months, aspirin and plavix. The cardiologist suggested taking half of the prescribed dose of plavix along with an aspirin daily. No further information was provided.

Manufacturer narrative:
The female patient with a history of copd, asthma, insulin-dependent diabetes, previous smoker and a ruptured disc underwent the implantation of three cypher stents to the left anterior descending artery and the left circumflex artery. Since implant, the patient reports that her throat has been swelling and "closing up". Additional symptoms include diarrhea, joint pain, leg weakness, stomach pain, chest tightness and recurrent infections. The patient feels this is an allergic reaction to either the stents or her medications (plavix or ticlid). Additional angiography has not been performed. The plavix dose has been decreased by half and the patient has been referred to an endocrinologist. The product remains implanted. The device history review was conducted for cxs23250/x1205730 and the product met quality requirements for product acceptance. Allergic reactions are a known potential complication of drug-eluting stent placement. Based on the limited information, it is not possible to determine what factors may have contributed to the events as reported. This is the first of three products involved with this adverse event, which is associated with mfg report # 3003742446-2006-00717 and 3003742446-2006-00719.